Event description:
Per the surgeon's report, the patient is 65 year old male with a profound bilateral hearing loss due to of bacterial meningitis in 2002. The patient did not derive benefit from a cochlear implant placed three months later. The patient subsequently received an auditory brainstem implant in 2007. Post-operatively, the patient developed hydrocephalous. Memory disturbance and confusion were noted. A ventriculoperitoneal shunt was placed the following month. The patient's ventriculoperitoneal shunt was subsequently complicated by a shunt malfunction as well as subsequent shunt infection. The shunt was removed after another month and the patient was treated with intravenous antibiotics. A low-pressure ventriculoperitoneal shunt was placed after another month. The patient was discharged from the hospital two weeks later with clear mental status and his auditory brainstem implant in place. Per the surgeon's summary received on 10/18/2007, the etiology of the patient's hydrocephalus remains speculative and that there were no pre-operative or intraoperative events that would have predicted that complication. The surgeon speculated that scarring from the meningitis in 2002 could have changed the csf fluid dynamics in the posterior cranial fossa and that adding the auditory brainstem implant to one of the patient's csf outflow tracks could have reduced the csf flow in such a way that the patient developed hydrocephalus. The surgeon stated that the hydrocephalus was unexpected given the fact that most people have multiple csf outflows.

Manufacturer narrative:
The patient who is the subject of this medical device report is enrolled in a medical study, using a device in commercial distribution for subjects who do not meet the current, approved indications for use. This event was reported to the FDA as an unanticipated adverse event. The event is also being reported in this medical device report as it is in commercial distribution. This is a final report. Labeling code: - this type of event is not addressed in the device labeling.